Event description:
It was reported that during a lobectomy procedure that the cartridge came off during use at the 2nd firing. Competing product was used to complete the case. There was no adverse pt consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.